Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0fge1, implanted: (B)(6) 2014, product type lead; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v323744, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0fge1, implanted: (B)(6) 2014, product type: lead. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v323744, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was later reported that after the first change out the patient had been fine for 6 months after which shocking had started. The patient had gone in and found the fluid in the connector block, the connections had looked secure when they were disconnected.

Event description:
It was reported the implantable neurostimulator (ins) that was originally implanted in the patient¿s abdomen had worked well for approximately 2 years up until a few weeks before the most recent ins replacement. It was noted during that time the patient had a significant return of symptoms and the impedances had dropped precipitously and there were multiple readings of 273 ohms. It was noted they had taken the patient to the operating room on (b)(7) 2014 and pulled the ins. It was stated there was clear fluid in the header block and the doctor could not confirm if fluid was in the plugged port. It was noted the ins was replaced on that day and the impedances were within range. It was noted the patient had gone to their managing doctor the following day and the impedances were still within limits.

Manufacturer narrative:
(B)(4) is no longer used and has been replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0fge1, implanted: (B)(6) 2014, product type: lead. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v323744, implanted: (B)(6) 2009, product type: lead. Analysis of the implantable neurostimulator found the connector port had a damaged balseal connector.